Event description:
It was reported that an unk grease/oil residue was found on the hand piece while the equipment was being tested, which may have been caused by a leak. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The hand piece was received at the MFR for service and eval. Based on the investigation details, the reported complaint was confirmed, and an oil substance sample was collected from the device. The device will be cleaned, re-lubricated, and repaired, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.